Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there were not fault in the system, but the registration probe was bent. The system then passed the system checkout and was found to be fully functional. H4) device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a brain procedure. It was reported that there was an alleged inaccuracy during a case. The surgeon reported a good registration and an inaccuracy with the instruments. No impact on patient outcome. There was no delay.